Event description:
The lay user/pt contacted lifescan (lfs) customer service on aug 27, 2009 alleging that his onetouch ultra meter was not powering on and reportedly developed symptoms afterwards. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on info obtained from lifescan customer service. The power issue reportedly first occurred on "4-5 months ago." It is unk how often the pt tests his blood glucose levels, but it was noted that the pt manages his diabetes with actos, humalog, and lantus. The pt stated that he stopped taking his humalog dosage (based on a sliding scale) "4-5 months ago" because he was unable to test. He claimed that the day prior, at 6:30 pm, he developed symptoms of feeling sweating, nervous, and had blurred vision. Info about the pt's activity levels, food intake, health conditions, and administered medications prior to the symptoms was not reported. The pt reportedly did not receive any form of treatment for his symptoms. According to the csr documentation, the meter turned on successfully during troubleshooting. Replacement products were sent to the pt. Based on the provided info at this time, this complaint is being reported because the pt allegedly developed symptoms suggestive of severe hypoglycemia after the power issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.